Manufacturer narrative:
(B)(4). Manufacture date is not known at this time. If it becomes available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the blue tip of the cutter tip broke during use. No adverse consequences. Case was completed successfully.